Event description:
It was reported the patient had surgery on six days prior to this report ((B)(6) 2012) to determine why she had a lump on her lower back. It was speculated that the cause was "some type of foreign body object" that was planned to be removed. During surgery, the physician found the lead had been "poking up" and pushed it back down .the patient was "fine" for four days until (B)(6) 2012 when she lost function of the implantable neurostimulator (ins) and could not urinate at all. The patient went to her physician yesterday and was self-cathing at the time of this report. Reprogramming was scheduled for (B)(6) 2012. Follow-up information received reported that impedance measurements were taken. It was noted that there were impedance changes that suggested an integrity issue. Impedance measurements were as follows: c-0 1173ohms; c-1 1173ohms; c-2; 1173ohms; c-3 873ohms; 0-1 1989ohms; 0-2 2363 ohms; 0-3 1770ohms; 1-2 1989ohms; 1-3 1770ohms; 2-3 1770ohms. A pelvic x-ray showed the electrode appeared to be in good position. Reprogramming was "unable to recapture best sensation in buttock, initially in vagina." There was no injury as a result of this event.

Event description:
Additional information received reported the patient was "fine." No revision or removal had been scheduled. No further information was reported. If additional information is received, a second follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v758211, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).